Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported on behalf of the customer who received a "scan again in 10 minutes" message after 4 days of wearing the adc freestyle libre 2 sensor. Customer was unable to test and was not doing good and unable to self treat. Customer had contact with doctor who obtained an unspecified reading on the hcp meter and treated with glucagon. There was no report of death or permanent impairment associated with this event.

Event description:
Caller reported on behalf of the customer who received a "scan again in 10 minutes" message after 4 days of wearing the adc freestyle libre 2 sensor. Customer was unable to test and was not doing good and unable to self treat. Customer had contact with doctor who obtained an unspecified reading on the hcp meter and treated with glucagon. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) was updated based on the extended investigation.this serves as a correction report, as the investigation findings were not submitted in the initial report. Section h10 has been updated to include the investigation.